Event description:
Tool broke during surgery. It was reported that the surgeon was drilling, using plenty of irrigation, then the tool turned black and broke off at the tip. Surgeon was making suture holes near the mastoid during a cochlear implant. He used a larger diameter head tool to enlarge the hole and was able to remove the broken bits out of the pt. There was no further impact to the pt.